Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the observed damage can be attributed to user error due to misuse/ mishandling of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak passing suture on the implant was thickened and had a knot like piece towards the loop. The implant failed because the repair suture was unable to pass through the device. This was discovered during a procedure. Additional information received on 4/11/2024: this was discovered during a labral repair procedure on (B)(6) 2024. The case was completed using another ar-3636 knotless 1.8 fibertak. When the fibertak suture could not pass, the soft anchor stayed in the bone, and the sutures were removed. The case was delayed three minutes, and additional anesthesia was unnecessary. The patient suffered no negative effects on or after the procedure.